Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a bilateral critical ischemia of the external iliac artery using an indigo system aspiration catheter 6 (cat6) and an indigo system separator 6 (sep6). During the procedure the physician completed approximately ten passes using the cat6 and sep6. Upon removal of the cat6 and the sep6, it was noticed that the bulb of the sep6 was missing. It was reported that the physician could not locate the bulb of the sep6 by sight or via fluoroscopy. The physician continued the procedure using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). It was reported that although the indigo system aspiration catheters unclogged the arteries, the arteries re-clogged just as quickly due to an already organized thrombus. The physician decided to end the procedure at this point. The patient was then put on a curative heparin therapy. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned sep6 confirmed that the bulb was fractured off the separator¿s distal end. Evaluation also revealed the sep6 core wire was fractured, and the support coil winds were unraveled. It was reported that the device was used for multiple passes. If the device is manipulated against tough clot burden or retracted against resistance, the device may fatigue and subsequently fracture. Penumbra products are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.